Event description:
In 2009, the pt/layperson alleged that her onetouch ultra meter result or results were inaccurately high and that the ems treated her that morning. The pt reported the following to this senior medical surveillance specialist in 2010. The pt reportedly bolused extra insulin from her pump before bedtime the night before event based upon the meter's result. The pt could not recall the result or the amount of insulin taken. Although the pt often eats a snack before bed depending on her blood glucose result, she does not believe she snacked that particular night. Before 1:00 am, the pt's husband observed that she had passed out and called the ems. Although the pt does not know what result was obtained on the ems' meter, they treated her with IV glucose until she was alert. At 1:00 am after being treated, ems compared her meter to theirs. The pt states, "there was a 70 to 100 point difference"; however, she cannot recall the results. Based upon the variance, the pt alleges that her result before bedtime on was inaccurately high, causing her to take extra insulin. For that reason, the pt alleges it caused her to be hypoglycemic. The complaint is reported due to the pt's allegation and the treatment received for hypoglycemia. The pt's meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.